Event description:
It was reported the patient was overdosed by their healthcare professional on two separate occasions. The reporter stated that one of the overdose events put them into a coma. The reporter further stated that both events occurred years ago. It was noted the patient stated the drug in the pump at the time of the events was a ¿baclofen and morphine cocktail.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).